Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they found line fuses to mobile view station (mvs) blown and replaced the fuses. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was not booting. They were getting scrolling batteries on the image acquisition system (ias), however the mobile view station (mvs) was not showing line power nor system on. They confirmed that just before this happened, the system started beeping continuously before losing power completely. This issue occurred outside of procedure. There was no patient present when this issue was identified.